Manufacturer narrative:
Analysis: the customer has stated that the valve was damaged at explant and will not be returned to MFR for analysis. Investigation is limited to the review of the device manufacturing record, which showed the valve was within specificatiions for release to distribution. Conclusion: without the returned product, we are unable to determine the cause of the reported event. There was no further complication reported to the patient.

Event description:
MFR received information that aortic freestyle valve was replaced at re-operation due to structural dysfunction, with cupsal stretching, leaflet retraction and heavy aortic insufficiency. The valve was replaced with no report of further complication to the patient.